Manufacturer narrative:
Additional information: d4- lot#, UDI, h4. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: at this time, the lot number has not yet been verified. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bh111r - halsted-mosquito forceps del cvd125mm. According to the complaint description, during hernia surgery, the tip was broken has been reported. There was no health hazard to the patient as it was recovered immediately. However, the customer requested that the cause be thoroughly investigated. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: b5 (additional involved device), h6 codes. Investigation results: (update due to availability of device for investigation). Visual investigation: the product arrived in a clean status and the broken off part is missing. The investigation was carried out visually and microscopically. We made a visual inspection of the product and of the fracture surface. Here we found light brown discoloration, cracks and signs of an intercrystalline fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. Different causes may have led to the problem or a mixture of different reasons. Based upon the investigations results a CAPA is not necessary.

Event description:
Involved component: no626k - e.motion fp tibial plateau cemented t6r - lot 51528937.